Event description:
Event description boston scientific received informatin that this cardiac resynchronization therapy-defibrillator (crt-d) detected pauses and intermittant losses of capture due to micro dislodgement. In addition, there was reported chatter between the capped rate/sense transvenous lead and the newly implanted bipolar defibrillation lead.